Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Product was not returned for evaluation/repair. Three photo samples provided which shows damage to the probe. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit.

Event description:
It was reported by tm that there are ¿vertical, linear dead spots¿ on the screen. On close examination, the acoustic probes look damaged. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by tm that there are ¿vertical, linear dead spots¿ on the screen. On close examination, the acoustic probes look damaged. No other information provided, at this time.